Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed rite (returned instrument test/evaluation) testing due to a(n): failed transferred volume comparison. Fill 1 measurement was 836.4ml, drain1 measurement was 835.5ml, fill 2 measurement was 847.7ml, drain 2 measurement was 847.2ml (allowable rite range 774ml - 821ml) and last fill measurement was 369.2ml (allowable rite range 330ml - 365ml). There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the hc return instrument test/evaluation (rite) electrical test but failed rite functional test due to failed transferred volume comparison. The assignable cause for the rite failure of failed transferred volume comparison was undetermined.